Event description:
According to the information received, supraventricular tachycardia (svt) was noted prior to device release. The patient converted to normal sinus rhythm (nsr) with 2mg adenosine rapid IV push. Svt was noted again after the device was released and an additional 2mg adenosine was given rapid IV push and the rhythm converted to nsr. This event is currently being reviewed by aga medical's data safety monitoring board. If any new information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in the incident since the device remains successfully implanted.